Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system was saying it's in disconnected mode, it was not synchronizing with new admissions. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) determined that the issue was resolved after the customer discovered the ethernet cable at the back of the med station connected to the wall outlet had been unplugged. Once the cable was reconnected, the system functioned properly. The system functioned as intended after the customer resolved the issue.